Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead and right atrial lead were revised for an unknown malfunction.